Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Hemorrhage is known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00428 2029214-2017-00429 2029214-2017-00430 2029214-2017-00431 2029214-2017-00432 2029214-2017-00433.

Event description:
Citation: brain arteriovenous malformation treatment using a combination of onyx and a new detachable tip microcatheter, sonic: short-term results. Maimon s1, strauss I, frolov v, margalit n, ram z. Ajnr am j neuroradiol. 2010 may;31(5):947-54. Doi: 10.3174/ajnr.a1959. Epub 2010 feb 25. Medtronic received report that a patient with avm s-m grade 3 located in the right parietal. This patient was reported to have a small intracerebral hemorrhage after treatment. There was left proprioception deficit and the patient was conservatively treated. This event resolved in 2 weeks and the patient had a good recovery.